Manufacturer narrative:
The e601 module serial number was (B)(6). The field service engineer (fse) decontaminated the sample probe, reagent probe, and sippers. The syringes, liquid level detection (lld) of the sample probe, and adjustments of the sample, reagent, and mixer probes were checked. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg stat (hcg stat) on a cobas e 601 module. On (B)(6) 2024 "patient 2" initial result was 97 miu/ml. On (B)(6) 2024 the repeat result was "undetectable." The specific result was not provided. A 2nd sample was obtained. The 2nd sample was run on an e801 module with a result of 1.0 miu/ml. On (B)(6) 2024 "patient 1" initial result was 5 miu/ml. The repeat result was "undetectable." The specific result was not provided. On (B)(6) 2024 another sample tube was repeated and the result was "undetectable." The specific result was not provided.

Manufacturer narrative:
Calibration and qc were acceptable. A review of the alarm trace data showed some messages related to sample quality. No issues were identified during a review of the preanalytical information. The investigation did not identify a product problem. The cause of the event could not be determined.